Manufacturer narrative:
Journal article: impact of diabetes mellitus in women undergoing percutaneous coronary intervention with drug-eluting stents year: 2019 literature reference: 10.1161/circinterventions.118.007734. Death was reported as a clinical outcome of this study, however there is no information to suggest the device has caused or contributed to a death. If information is provided in the future, a supplemental report will be issued.

Event description:
The aim of this study was to examine the impact of diabetes mellitus (dm) in women undergoing percutaneous coronary intervention with drug-eluting stents. 10448 patients were included in the study. Patients were treated with either an early-generation or a newer-generation drug-eluting stent (des). In the newer-generation des group, patients were implanted with zotarolimus-eluting endeavor stents and zotarolimus-eluting resolute stents along with three other non medtronic stents. Patients were assessed for the occurrence in the primary clinical outcome of the composite of all-cause death or myocardial infarction (mi) or in the secondary clinical outcomes consisting of definite or probable stent thrombosis and target lesion revascularization (tlr). Clinical outcomes reported in the study population included death, myocardial infarction, stent thrombosis and target lesion revascu larisation. No information was available about the cause of death. It was stated that three-year rates of death or mi, definite/probable stent thrombosis, and tlr were non-significantly different between stent types in the presence of dm.